Event description:
Event description: cpi received information that this boxed implantable cardioverter defibrillator (ICD) displayed a battery status of eri. Additionally, it was noted that the device has been programmed out of storage mode approximately eight months prior and the device was sitting on the hospital shelf.